Manufacturer narrative:
The na and cl electrodes' lot numbers and expiration dates were not provided. The field service engineer found that the ise cartridges needed to be conditioned. He cleaned and conditioned the ise tubing and all electrode cartridges. He performed ise checks, calibration, and qc and they were all acceptable. Precision studies were performed and they were within specifications. The instrument was performing within specifications. The service actions (cleaning and conditioning the ise tubing and all electrode cartridges) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 1 patient serum/plasma sample tested on a cobas 6000 c501 analyzer. Results for the following tests were affected: sodium (na) and chloride (cl). Na: initial result: 87 mmol/l. Repeat result: 139 mmol/l. Cl: initial result: 188.7 mmol/l. Repeat result: 107.0 mmol/l. An incorrect anion gap on the cl prompted the repeat of the sample. The repeat results were deemed to be correct.